Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and blindness ("temporary loss of vision") in a 27-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included cough, chest tightness, back pain, menometrorrhagia, uterine bleeding, anxiety disorder, mastodynia, abdominal pain, amenorrhea, shortness of breath, chest tightness, kidney stones, urinary urgency, urinary frequency and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced blindness (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). In august 2011, the patient experienced tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2011, the patient experienced diverticulitis ("diverticulitis"). In october 2011, the patient experienced alopecia ("hair loss"). In january 2012, the patient experienced fatigue ("fatigue"). In october 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure ("seizures"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("right lower side pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, blindness, vaginal haemorrhage, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, headache, migraine, seizure and female sexual dysfunction outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, blindness, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, seizure, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes took longer than expected due to right fallopian tube being stuck to the ovary diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. (B)(6) 2011 : urine pregnancy test: negative concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, dyspareunia¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received- events added from pfs-abnormal bleeding vaginal, abnormal bleeding menorrhagia, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, diverticulitis, migraines, headaches, migration of essure device location of device: does not recall, perforation (fallopian tube(s), seizures, temporary loss of vision, migration of essure, apareunia (inability to have sexual intercourse), right lower side pain. Lot number- 761613. Historical condition, concomitant disease added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and blindness transient ("temporary loss of vision") in a 27-year-old female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included cough, chest tightness, back pain, menometrorrhagia, uterine bleeding, anxiety disorder, mastodynia, abdominal pain, amenorrhea, shortness of breath, chest tightness, kidney stones, urinary urgency, urinary frequency and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced blindness transient (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure ("seizures"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("right lower side pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, blindness transient, vaginal haemorrhage, tooth disorder, dyspareunia, fatigue, diverticulitis, alopecia, headache, migraine, seizure and female sexual dysfunction outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, blindness transient, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, seizure, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes took longer than expected due to right fallopian tube being stuck to the ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. (B)(6) 2011 : urine pregnancy test: negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, dyspareunia¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.